Event description:
The hosp reported that during a case, the console stopped pumping and the battery back-up did not take over, console display went blank. The customer banged on the console and the problem went away, but the unit was changed out to continue the case with no effect to the pt.